Manufacturer narrative:
(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and a review of the logs. The reported issue was confirmed. The sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported that the device alarmed and displayed the message to ventilate manually. Mechanical ventilation was not available. There was no report of patient involvement.